Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and recaptured four (4) times, but the closure device did not meet release criteria. The physician exchanged the was for a trusteer was and a new 40mm wds. The physician positioned the new was in the laa of the patient and then inserted the new wds. The closure device was deployed twice and met all release criteria. The closure device was successfully implanted in the laa of the patient. During the check of the laa a trace to mild pericardial effusion was noted. The patient remained hemodynamically stable and no intervention or treatment was required. The physician planned to perform a transthoracic echocardiogram prior to discharge. The patient is expected to make a full recovery from this event and will be discharged from the hospital.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and recaptured four (4) times, but the closure device did not meet release criteria. The physician exchanged the was for a trusteer was and a new 40mm wds. The physician positioned the new was in the laa of the patient and then inserted the new wds. The closure device was deployed twice and met all release criteria. The closure device was successfully implanted in the laa of the patient. During the check of the laa a trace to mild pericardial effusion was noted. The patient remained hemodynamically stable and no intervention or treatment was required. The physician planned to perform a transthoracic echocardiogram prior to discharge. The patient is expected to make a full recovery from this event and will be discharged from the hospital.